Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced in describe event or problem are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a mildly calcified common femoral artery was attempted with proglide devices using the pre-close technique with a 6f sheath prior to a bilateral abdominal aortic stenting procedure. Reportedly, the first proglide was successfully placed at one access site. The second proglide was deployed and no suture was retrieved when the plunger was removed. Another proglide suture was successfully preplaced in this access site. The other mildly calcified common femoral artery was prepared and suture placement was attempted with two proglide devices. A cuff miss was noticed for both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized in the right common femoral artery to an 18f and in the left common femoral artery to a 20f. The stenting procedure was completed. Hemostasis was achieved with two pre-placed proglide sutures at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.